Manufacturer narrative:
There was no injury sustained and no ambulance was required at the time of the incident. The lady fell but there was no injury. We contacted the customer and replaced the unit free of charge. We have done all sorts of corrective actions on this particular unit over the years and have clear visible warning labels on the unit stating that it should not used as a transport chair. Even with the visible warnings, customers still use the rolling walker as a transport chair. This could contribute to the breakage of the unit. The unit was never received here for investigation. No CAPA was done as the complaint ratio is significantly low based on the amount of units sold per year. The claim is closed. Device not returned to manufacturer.

Event description:
End-user was cooking while leaning on the rolling walker when the wheel broke off and she fell. She did not hurt herself.